Event description:
It was reported that the device burned a patient during a procedure at the user facility. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that the device burned a patient during a procedure at the user facility. Multiple attempts were made to gather more information; however, the user facility did not provide any further details.

Manufacturer narrative:
Correction: d9 device evaluation: follow-up report submitted to document device evaluation results.